Event description:
It is reported that a customer received beeping sounds on their insulin pump. The patient's blood glucose level was unknown. The customer was transferred to a technician who assisted the customer with the low reservoir alarms they have been receiving. The technician stated that they will send an email to a sales representative about calling the customer about upgrading the customer's insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.